Event description:
It was reported that the autopsy saw 115v would not retain the blade during an autopsy. The blade came off during use and fell into the body. A backup was used to complete the case. There were no adverse events associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the complaint was duplicated, the device would not retain the blade. The set screw was found to be stripped and stuck in place, which would not allow for the screw to be tightened and lock in the blade. The product is being discarded by the manufacturer.